Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/apr/2010 and 23/jul/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, autoimmune reaction, and hypersensitivity are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to capsular contracture, baker grade IV, urticarias/dermatographia and moderate skin paresthesia/hypersensitivity. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "urticaris/dermatographia" and "moderate skin paresthesia/hypersensitivity." Healthcare professional additionally reported capsular contracture, baker grade IV. Device has been explanted. This record is for the left side.